Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, the sensor was giving in accurate readings, which was triggering the insulin pump to go into threshold suspend. Customer's blood glucose was 88 mg/dl and sensor was 62 mg/dl. Customer was advised issue might be how customer was calibrating the sensor based on entries seen on carelink report. This was the first time customer used sensor and was advised when to properly calibrate the sensor. The sensor is not returning for further analysis.